Event description:
It was reported that the pump time was incorrect, cause was unknown. The customer¿s blood glucose (bg) level was displayed as ¿high¿ to "low"; however, a specific value was not provided. Reportedly, the customer administered a manual injection to address elevated bg level and consumed glucose tablets to address low bg. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.